Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the pump took too long to deliver a bolus. There was no reported impact to the customer's blood glucose (bg) level. The customer declined follow up from tandem technical support.